Event description:
The customer reported low blood glucose levels that caused him to pass out. The paramedics were called, but they did not assist him. The customer had treated with orange juice and regained consciousness prior to their arrival. The customer stated that his glucose meter was not giving the correct readings, causing him to give himself insulin unnecessarily. The customer has received a replacement glucose meter from his healthcare professional. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.